Event description:
Reporter alleged passing out in the morning after a blood glucose monitoring result of 165mg/dl allegedly occurring the night before. Reporter indicated injecting 15 units of insulin based on the glucose result. Reporter stated the paramedics were called and the emergency medical technicians (emt's) were unable to obtain a result with their glucose monitoring device. Reporter alleged the emt's treated patient with sugar and orange jiuce and tested patient afterwards with the emt device. Reporter did not provide any further information regarding the alleged incident. Reporter alleged controls were used the day of the incident. A request was made for the return of the suspect device and replacement product was sent.